Manufacturer narrative:
(B)(4). This is the same patient as in (B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced an infection which led to peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was due to an unspecified infection. The patient was hospitalized for the event on an unknown date in the month previous to this report. The patient was treated with unspecified intraperitoneal antibiotics (drug names, doses, frequencies, and durations not reported) for peritonitis. Dianeal therapy remained ongoing. The day prior to this report, the patient was discharged from the hospital and had recovered that same day. No additional information is available.